Event description:
It was reported that the right atrial lead dislodged. The lead was explanted. The patient was a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6935 implantable tachy lead, (B)(6) 2013; 4396 implantable pacing lead, (B)(6) 2013. (B)(4).